Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) had not worked in a year and the patient had not used it in years (3 years). The external equipment was reported to not work and 2 separate implantable neurostimulator recharger (insr)s were attempted to connect to the ins without success. The ins battery was did and would not work. It was reported that the ins was overdischarged. A reset was reported to not have been performed. Per the calling manufacturer representative, a manual rest was done 2 times. It was noted that the issue was not yet resolved. If they were unable to recover the battery, the patient would be referred to a neurosurgeon for replacement. It was reported that three attempts had been performed to recover the ins from overdischarge, and all three were unsuccessful. The patient was referred to a neurosurgeon for replacement. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the plan was for the patient to meet with the neurosurgeon. They would discuss doing a buried lead trial with the existing paddle lead to determine if the patient would go forward with replacement or explant. No date for the surgery had been set yet.